Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold and decreased in the amplitude during the pre-discharge check. This lead was repositioned from rv septum to rv apex. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.